Event description:
It was reported that a percutaneous atrial fibrillation ablation was performed. As part of procedure, the physician gained venous access via the left femoral vein, using two 6.5 f 12 centimeters (cm) fast cath hemostasis introducers. In that same left femoral vein, an 11f 12 cm fast cath introducer, reorder (B) (4), was placed. All three introducers were placed in the following manner, as described by the physician. Three separate needle sticks were performed, guidewires placed into the vein with each stick and needle removed over the guidewire. Once all three guidewires were in place, the introducers with dilators were placed and the guidewires and dilators were removed. The side ports of 6.5 f introducers were used to draw blood for an activated clotting time (act) measurement to maintain adequate anticoagulation throughout the procedure. No resistance was encountered when drawing back of blood into a syringe. At the conclusion of the case, the process of removing the introducers was started. When removing the 6.5f introducers, one of them was removed, yielding only the hub and a small piece of the shaft component. Under fluoroscopy, it was noted that the introducer shaft remained in the femoral vein, just beyond the insertion site. It did not appear to migrate distally. The 11f introducer was left in place to maintain stability in the area. Two methods were attempted by the team to remove the introducer while the pt was still in the ep lab. First, a superficial cut down was attempted in the hope of visualizing the proximal end of the introducer and manually removing it. An attempt was also made to access the introducer shaft with a snare, via an introducer that was maintained in the right groin. Both attempts were unsuccessful. At that point, pt was taken to the operating room (or) for further intervention to remove the introducer shaft. It is reported that a more significant cut down was performed in the or by a vascular surgeon to better expose the area of the initial venous puncture, hoping to retrieve the shaft via that entry sight. That attempt was also unsuccessful. Finally, utilizing a snare and the 11f introducer maintained in the left femoral vein, the vascular surgeon was able to reach the indwelling introducer shaft and remove it from the pt's body. It is reported that the pt did not experience any further complications as a result of this intervention. The packaging and proximal end of the introducer were not saved for eval. The lot number was not recorded. However, introducers were taken from a bin containing 27 introducers of same reorder number. Twenty five of those had lot number 2061262 and two had lot number 2057363. The introducer was from one of these 2 lots.

Manufacturer narrative:
Add'l lot# 2061262. No product was returned for eval. The product was from one of two lots; 2061262 or 2057363. Review of the device history records confirmed these lots met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The fast cath introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The IFU states advancement of the dilator/sheath assembly should be done with a twisting motion to avoid damage to the sheath or vessel.